Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via merlin.net. The implantable cardioverter defibrillator exhibited back-up vvi operation. The patient was brought into the clinic for further troubleshooting. After a device download, normal function resumed. The patient¿s condition post event was stable.